Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a male (age not reported) coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On an unknown date, the patient developed peritonitis. The patient was not hospitalized for the peritonitis. The nurse was unsure of the cause of the peritonitis, as she reported the patient had peritonitis from the start of pd training. Per the nurse, the peritonitis may have been caused from the surgical placement of the pd catheter. On an unknown date, a peritoneal effluent culture was performed with unknown results. It was unreported whether treatment was provided. Pd therapy was ongoing. At the time of this report, the patient had recovered from the peritonitis.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.